Event description:
Reference MFR reports: 1627487-2012-14151, 1627487-2012-14152, 1627487-2012-14154, 1627487-2012-14155 and 1627487-2012-14156. The patient has two quattrode (3169) implanted with the same lot number. It was reported, the patient's body is rejecting the implanted scs system. Surgical intervention is pending to remove the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.